Event description:
The patient reported via the manufacturer representative (rep) that the implantable neurostimulator (ins) was moving in the pocket to the point where it was difficult to recharge efficiently. The patient was seen by the physician's assistant (pa) and determined by visual inspection of the pocket that the ins was at an angle. The patient was referred for a surgical consult for a possible pocket revision. It was not known if a pocket revision was planned or if surgical intervention had occurred. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.